Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed a black particle between the winged female luer connector and the tube. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle ¿between the tube and extension piece¿ of a 2000ml eva bag. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a small orange colored particle inside the tubing. The device was underwent stereomicroscopic examination, fourier transform infrared spectroscopy, scanning electron microscope and energy dispersive x-ray spectroscopy and the particle was identified to be an amber particle to be consistent with an acrylic blend. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.